Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the lcd screen on the system controller not displaying information after a loss of electricity in the patient's home while connected to the mobile power unit (mpu) was not confirmed. The returned system controller (serial number: (B)(6)) was functionally tested and found to operate as intended during analysis; the lcd screen properly displayed information without issue during testing. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The submitted log file and the log file downloaded from the returned controller contained approximately 13 days of data combined ( (B)(6) 2021 per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2021 from 4:07:01 to 4:07:28 due to a loss of ac power while connected to the mpu; this is consistent with the reported loss of electricity to the patient's home. The alarms were resolved by switching to 14v batteries. The system controller backup battery supplied power to the system without issue during the loss of external power and pump function was not affected. The driveline was disconnected on (B)(6) 2021 at 8:50:05 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 24aug2019. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 24aug2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a loss of electricity in his home while the system controller was powered by the mobile power unit (mpu) on (B)(6) 2021. The lcd screen of the system controller completely stopped displaying information. The patient was admitted, the lack of information on the system controller screen was confirmed. There was no alarm for this event. The green pump running symbol was displayed and all other pictograms were displayed as normal. The system controller was replaced with the backup system controller. The patient was given a new backup system controller. The log file analysis revealed that the lvad performed as intended during the event.